Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and sjogren's syndrome ("sjogrens") in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, bacterial vaginosis and vaginal discharge. Concomitant products included ferrous fumarate and metronidazole. On (B)(6) 2013, 14 days before insertion of essure, the patient experienced vaginal infection ("vaginitis") and vulvovaginitis ("vulvovaginitis"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), fibromyalgia ("fibro") and inflammatory marker increased ("inflammation markers are too high"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sjogren's syndrome, fibromyalgia, inflammatory marker increased, vaginal infection and vulvovaginitis outcome was unknown. The reporter provided no causality assessment for fibromyalgia, inflammatory marker increased and sjogren's syndrome with essure. The reporter considered pelvic pain, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: patient had hystro 3/16 diagnosed 7/16. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received: reporter and vaginitis and vulvovaginitis event was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and sjogren's syndrome ("sjogrens") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), fibromyalgia ("fibro") and inflammation ("inflammation markers are too high"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sjogren's syndrome, fibromyalgia and inflammation outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter provided no causality assessment for fibromyalgia, inflammation and sjogren's syndrome with essure. The reporter commented: patient had hystro (B)(6) diagnosed (B)(6). Most recent follow-up information incorporated above includes: on 22-nov-2017: new reporters, new events fibro, sjogrens and inflammation markers are too high added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.